Event description:
The customer called and reported he was hospitalized with low blood glucose of 26 mg/dl. At that time, the drive support cap on the insulin pump was sticking out and he pushed it in, which delivered insulin, and customer put super glue over it so it would not come out again. Leading to the hospital admission, customer's spouse felt him sweating in the middle of the night and called ambulance. At the time of this report, customer's blood glucose was 286 mg/dl. Furthermore, he was receiving motor error alarms regularly on the insulin pump and the buttons stopped working. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk and unresponsive buttons due to corroded keypad traces. The insulin pump passed the motor test also, no button error alarm, auto off alarm or motor error alarm noted during our testing. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to unresponsive buttons. Unable to verify motor error alarm or to check for operating currents due to unresponsive buttons. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.